Manufacturer narrative:
(B)(4). Date sent: 2/13/2024. D4: batch # 388c10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional, and evidence of corrosion was noted on the pcb board. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 388c10, and no non-conformances were identified. Additional information was requested and the following was obtained: surgeon and team heard the device fire on the ack table. They had done 6 or so firings in the procedure and the device was placed on the back table. Heard the motor engaged and saw that the device had fired. How did they know that he device fired all the way? Looked at all reloads and all reloads had been completely fired and observed.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. Additional information was requested and the following was obtained: can you please confirm how the account cleans the device with detail? Account keeps the device straight & vertical and swishes vigorously in saline, then wipe down the jaws with a lap pad before loading the next reload. In this case was the device cleaned and then placed in an orientation where the handle may have been down which would have allowed saline to pool in the handle? I was not present but from my understanding the device was loaded with a new reload and placed in a larger basin with the handle down and shaft facing up. Can you confirm that the device firing trigger red safety was in place when the device allegedly fired on its own or was the safety up? As far as the tech & surgeon knows the safety was in place at the time the firing occurred. Was the firing trigger lock engaged when the device was sitting closed on the back table? Unknown but the surgeon and surgical tech did not think that it was.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: did the firing trigger feel loose at all? The trigger did not feel loose. The device had performed correctly multiple times during the procedure up until the issue occurred. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was seated on the back table loaded with a new cartridge and it fired on its own. No further information was provided. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2024.